Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per complaint details, a 77yr old female patient required a tka revision due to dislocation. Primary implantation data was not provided and per communication, the constrained insert lot number was illegible. Per correspondence, the requested medical documentation is not available, and the patient status is ¿revised¿. Based on the limited information provided, the clinical root cause could not be definitively concluded. Patient impact beyond the reported dislocation and subsequent revision could not be determined. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a tka revision surgery was performed due to patient presented with dislocated knee. The genesis ii constrained insert size 3-4 13mm was explanted. The outcome of the patient is unknown.